Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units of prismaflex m100 sets, external leaks were observed, specified between the pbp-bag and the pbp-line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. A visual inspection of the impacted prismaflex m100 set was performed. The luer connection of the pbp line was tested with a spike and the luer was found to be conforming. A pressure test was performed and no leak was detected. No product malfunction was identified on the returned set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.